Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that while demonstrating the operation of the device, error message mid: 16 (software) occurred. The unit was power recycled a few times; however, the error message could not be cleared. No patient involvement was reported.